Manufacturer narrative:
(B)(4). Results code(s): (operational problem): visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The lens was returned in liquid. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -13.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted due to increased vault and angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.